Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited low volume and tone. No adverse effects reported.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with a cracked battery door and a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was an "alarm volume set to low" message. A functional check was performed and the reported issue was able to be confirmed. The device was found to have a low volume/tone during psi testing. It was determined that the alarm volume was set to low under the display and sound settings menu. The device's volume can be set to low, medium, and high. Therefore, there was no fault found with the pump. It was recommended that the user set the volume to high as a default volume.